Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (event) observed during analysis. Final analysis found that the lead was returned in six pieces. The insulation was abraded at 7.4 cm to 8.4 cm from the distal end. Clavicular crush damage was noted at 0.8 cm from the connector end. T the outer coil was fractured exposing the outer coil at the same location.

Event description:
This report is to advise of an event observed during analysis.